Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) surgery at l3/4 due to degenerative kyphoscoliosis. Intra-op, after placing the cage using an inserter, the image was checked and it was determined that cage position adjustment was necessary. The edge of the cage broke when surgeon hit the cage by the trail to make the adjustments. It was judged by the surgeon that just the surface was chipped and the placing position had no problem, and the risk of replacing the implant was high, therefore, implant replacement was not performed. The procedure was successfully completed with the original product without any delay. There were no patient complications reported due to this event.

Manufacturer narrative:
Product analysis results: visual and optical examination identified what appears to be a approximately 9mm size piece of peek cage was returned for analysis. A microscopic review of the fracture face is consistent with material overload during impaction. If information is provided in the future, a supplemental report will be issued.